Manufacturer narrative:
(B)(4). From the video attached it was confirmed the defect reported by the customer "leak - device leak - other". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the et tube, cuffed, spiral-flex 7.5 lot # 73c2300323 was manufactured on 03/10/2023 a total of (B)(4) pieces. Lot was released on 03/17/2023. DHR investigation did not show issues related to complaint. Failure mode "leak - device leak - other" could be confirmed with video attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "leakage was noted due to perforation. Changed to another device. There was no reported patient harm or injury." Associated complaints: 3003898360-2024-01488, 3003898360-2024-01502, 3003898360-2024-01500 and 3003898360-2024-01486.